Manufacturer narrative:
Invacare received info that a bed was involved in a house fire. Serial number provided does not match any known invacare product. Model number has not been provided. It has not been established as an invacare product. No details of this alleged event were provided. No alleged injuries at this time. MDR filed as a conservative measure. When and if additional info is provided, a f/u MDR will be reviewed.

Event description:
The bed was allegedly involved in a house fire. It is unk if any injury is alleged at this time.

Manufacturer narrative:
Manufacturer received new information regarding the serial and model number of the bed. The original serial number provided did not match an invacare product. The new serial numbers provided identify an invacare bed. Additionally the case report lists the status of the fire as undetermined at this time. Any additional information provided will be reviewed and a follow up will be reviewed.

Event description:
The bed was allegedly involved in a house fire. It is unknown if any injury is alleged at this time.